Event description:
Type of procedure performed: laparoscopic cholecystectomy the device was positioned in the patient but when the surgical team attempted to deploy the device the actuator jammed and would not budge. Neither the bag or the prongs were deployed into the patient. There were no attempts made to advance the actuator prior to placement within the patient. The case was completed with a new retrieval bag. No patient injury. No pictures are available. Product is available for return. Additional information received via phone on 23mar2021 from [name]: [name] spoke to the surgeon for the case. Per the surgeon, the device jammed and no material from the device was deployed into the patient. The handle broke before any deployment of any type occurred. After the event, the device shaft was removed from the patient. No other part of the device ever had contact with the patient cavity. Additional information received via phone on 20apr2021 from [name] the rep spoke with the surgeon and the facility. No additional information is available. Patient status: no patient injury type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the actuator and supports were separated from the formed tube. The cap, tissue bag, and cord loop were not returned. The returned unit was disassembled and the pawl, an internal component of the device, was found to be conforming. Based on the event description and evaluation of the returned unit, it is possible that the complainant experienced a device jam. Applied medical has reviewed the details surrounding the event and is unable to determine the nature of the failure and the exact root cause of the event. The event is being reported due to the condition of the returned unit during evaluation, as applied medical was unable to confirm whether the components of the device had separated during use.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. The device was positioned in the patient but when the surgical team attempted to deploy the device the actuator jammed and would not budge. Neither the bag or the prongs were deployed into the patient. There were no attempts made to advance the actuator prior to placement within the patient. The case was completed with a new retrieval bag. No patient injury. No pictures are available. Product is available for return. Patient status: no patient injury. Type of intervention: ni.